Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing release criteria prior to distribution. No issues were identified that would have contributed to the reported event. The product was not returned, and device logs were not synced; therefore, a full investigation could not be performed. The cause of the user's hyperglycemia could not be determined. Should additional information become available, a supplemental report will be submitted.

Event description:
On 21-jun-2025, a user contacted customer care and reported persistent high blood glucose (bg) levels, with a peak of 400mg/dl. During troubleshooting it was found that the user had attempted to perform a factory reset of the ilet device on (B)(6) 2025 but did not complete the setup, resulting in suspended insulin delivery. The user later sought medical care on (B)(6) 2025 and was treated in the emergency room with a manual insulin injection. No long-term health effects were reported. Additional training has been scheduled.